Event description:
Patient with a bicompartmental knee implant experienced limited range of motion. Revision to a total knee replacement occurred.

Manufacturer narrative:
Patient with a bicompartmental knee implant experienced limited range of motion. Revision to a total knee replacement occurred. Review of the device history record indicates that the device was manufactured by specification.